Manufacturer narrative:
A ge service rep conducted an onsite investigation. The collimator, the fluoro functions board, and the x-ray tube cooling fan were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a collimator iris error message. No pt injury was reported.